Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Event description:
It was reported by the affiliate that during an unknown procedure the tissue pad was broken. No patient consequences reported.

Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: would you be able to clarify the issue with the etrio335h device which was reported to have a broken tissue pad. Were you referring to the electrode separating from the lower jaw? Yes, the electrode was separating from the lower jaw. When you receive the product complaint, you will see more clearly.